Manufacturer narrative:
The lead under complaint was not returned for analysis. The investigation is thus based on the inspection of the manufacturing process of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for almost 68 months and 57 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to the detection of several vf episodes with corresponding shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the analysis, the integrity of the lead cannot be assured.

Event description:
Ous MDR - after a historical review of our records, this event was recognized as reportable to the competent authority. After an implantation duration of approx. 67 months it was reported that the patient received inappropriate shocks due to oversensing. The pacing impedance reportedly increased as well. The lead was capped and the ICD was explanted and replaced.